Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads has migrated. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads is attributed to the event.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5249325.